Event description:
It was reported that during an unk procedure, the device did not fire properly on tissue. Part of the staples fired but not all of them. The staples that did fire were partially formed. The procedure was completed by using a new device of the same product code. There was no pt consequence.